Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01500, 01501, 01502, 3007042319-2016-00383, 00384) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient reports battery switching. Four batteries and the controller were exchanged with no effects to the patient. No further information is available at this time. The investigation is in process.